Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issue. Additionally, cartridge alarms occurred with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.